Manufacturer narrative:
The product was not returned. Photos were provided. Clinical information review: this image is a slit lamp photo taking of a dilated pupil with a centered iol (intraocular lens). The narrow, slit beam is focused on the anterior portion of the lens. The lens appears to have small discrete opacification within the illuminated area of the slit beam. The reported product lot number was not provided. Lot specific reviews for similar complaints or non-conformances could not be conducted. However, before production release, each device history record is reviewed to ensure that the product met the required specifications and release criteria. The product investigation could not identify a root cause for the reported complaint. The lens remains implanted. Clinical information review of the photo: this image is a slit lamp photo taking of a dilated pupil with a centered iol. The narrow, slit beam is focused on the anterior portion of the lens. The lens appears to have small discrete opacification within the illuminated area of the slit beam. It is difficult to determine from a single photo the nature of the opacification. What is observed is consistent with glistening as the opacifications are within the matrix of the lens and are smaller in size. Glistening's are larger fluid-filled vacuoles and are distributed throughout the iol optic. Glistening rarely has an impact on the patient¿s vision. Not enough information was provided for further investigation. The lenses were implanted in 2012. No explantation is currently planned not enough information was provided for further investigation. The surgeon indicated that they no longer have access to the serial numbers. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that after intraocular lens implantation surgery, noticed that the lens was cloudy on both sides. The lens remains implanted. No further information expected as reporter unwilling to provide additional information. There are two medical reports associated with same event. This file is 1 of 2.